Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the blue box clamp, which had fixed the catheter, got detached and the catheter was found removed from the patient body. Therefore, the catheter was replaced with a new kit. No injury to the patient was reported." The device was replaced. There was no medical intervention required. The patient's current condition is reported as "fine".